Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter (mother) for the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter had an unusual issue ¿ an hour glass appears on the meter screen. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained by medical surveillance specialist (mss) in a follow up call with the reporter. The reporter for patient alleged that the issue first occurred on ¿(B)(6) 2015 12:00pm¿. The patient manages his diabetes with insulin pump therapy and reported that on ¿(B)(6) 2015 10:00pm¿ he increased his dose of humalog insulin as a result of the alleged product issue. The reporter claimed that ¿1 month¿ after the alleged issue began, he developed ¿ketones¿ and at this time he obtained a result of ¿514mg/dl" on another device. At the time of troubleshooting, the cca specified that the unusual issue remained unresolved with trouble shooting. Replacement product was sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore, the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.